Event description:
Sensor stops reading. No way yo let me know if high or low. Causing my c k d to get worse, causing neuropathy in hands and feet. Pain. Product details: doesn't work as advertised. It's intermittent. Stops sending my phone data. No alarm, false readings. Cgm reading is different than finger prick reading. Damaging my kidneys when high and nerves.